Event description:
It was reported that patient presented for scheduled dual chamber pacemaker implant procedure. During procedure, it was noted that the right atrial (ra) lead was unable to connect with the myocardium. The procedure was completed using an alternate lead on (B)(6) 2024. It was noted that the patient sustained an anxiety attack during procedure, and recovered post-operation. The patient was in stable condition.

Manufacturer narrative:
The reported event of being unable to implant the lead due to device malfunction was not confirmed. As received, a complete lead with stylet inserted and stylet guide attached was returned in one piece. Final analysis did not find any anomalies.